Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited an e315 scope detection failed, and there was no picture. Event took place during a therapeutic bronchoscopy procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the plastic distal end cover (c-cover) of the distal end had burned. There were no reports of patient involvement.